Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed as the screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A post-accelerated stress test (ast) simulated treatment was performed and passed with no further alarms or issues. A voltage check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase and cycle of treatment. The cycler also encountered an unknown alarm in treatment. The patient attempted to clear the blank screen by rebooting the cycler, after which the machine started to beep. However, the screen remained blank. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the day of the reported event. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed as the screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A post-accelerated stress test (ast) simulated treatment was performed and passed with no further alarms or issues. A voltage check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase and cycle of treatment. The cycler also encountered an unknown alarm in treatment. The patient attempted to clear the blank screen by rebooting the cycler, after which the machine started to beep. However, the screen remained blank. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the day of the reported event. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.